Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one devicefor a non-reportable condition. During the investigation a secondary condition of an improperly seated cartridge was detected. This condition has a potential for patient harm. Visual inspection noted the product was received with the jaws completed detached from each other and the cartridge side was not attached to the anvil side or the rest of the reload. The cartridge was unfired, and the interlock was not engaged. No signs of manipulation or damage were noted on the instrument. It was reported that the device was unable to perform the open/close test prior to use. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. During assembly, the cartridge was seated improperly preventing the holes from proper alignment, the the drive pins were only inserted through the anvil. A process inprovement was initiated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when performing clamp test, the device did not respond to the closure command. Another reload was used to resolve the issue in order to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found cartridge side was not attached to the anvil side or the rest of the reload.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when performing clamp test, the device did not respond to the closure command. In addition, the plastic part with the staples came off the loader. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.